Manufacturer narrative:
Visual analysis of the returned device found that the handle of the capio suturing device was cracked. Blood and tissue residue was observed on the capio suturing device and both legs of the mesh assembly. The dart is missing from lead suture, and the end of the suture is frayed. The reported complaint is confirmed. The directions for use for the device precautions the user to ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.¿ it is likely there was difficulty passing the device through the sacrospinous ligament, and the tensile force on the device overcame the strength of the suture, causing it to break off, and the end of the suture to fray. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an uphold lite implantation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first arm was placed uneventfully and during placement of the second arm, the suture failed to capture. The lead suture frayed approximately 2 mm from the needle and broke. The detached needle and frayed suture remained in the device catch and were not left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an uphold lite implantation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first arm was placed uneventfully and during placement of the second arm, the suture failed to capture. The lead suture frayed approximately 2 mm from the needle and broke. The detached needle and frayed suture remained in the device catch and were not left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of lead suture frayed and broken.